Manufacturer narrative:
510(k) number: k142688. Device evaluation: 1 unit of lot c1724978 of echo-hd-22-c was returned opened in its original packaging. Lab evaluation: the device involved in this complaint was evaluated in the laboratory on 16 june 2021. A proximal kink below the sheath extender was observed. The distal end of the needle was observed to be broken. Clarification was requested as follows: a distal needle break was identified during the lab evaluation. Could you please ask: was the distal needle break observed during the procedure? Did the needle break inside the patient? If so, how was it removed? Clarification was recieved as follows: was the distal needle break observed during the procedure? No, it wasn¿t. After the puncture, the physician recognized that the needle bent a lot. So he tried to make the needle straighten. That time needle broke. Did the needle break inside the patient? No document review including IFU review: prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-c of lot number c1724978 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1724978. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it has been advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to bend. It has been advised in the complaint description that the needle was bent after the first biopsy which would suggest hard lesion. It is also possible needle was compromised while obtaining first biopsy outside of patient e.g. When placing first sample obtained onto slides, or it may have been damaged during preparation steps for second biopsy. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
510(k) number: k142688. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the lab evaluation of pr (B)(4) where the complaint description details ¿the physician performed eus-fnb in stomach, smt. After the 1st puncture, the nurse retreat the needle out of the scope channel and inserted the stylet to gather a tissue. From start to 2/3 of the stylet pushed inside, it had no problem but after a small increment, the stylet didn¿t move at all(cannot push forward.)¿ when the part was evaluated in the lab a distal needle break was identified which has not been highlighted anywhere in the complaint file. Additional information received 25-jun-2021: was the distal needle break observed during the procedure? No, it wasn¿t. After the puncture, the physician recognized that the needle bent a lot. So he tried to make the needle straighten. That time needle broke. Did the needle break inside the patient? No. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.